Event description:
It was reported that during a cadaver lab, after making cuts, noticed that distal cut was in extreme valgus. However, plan did not show this. Case was cancelled. No patient was involved.

Manufacturer narrative:
The device was intended to be used in treatment and it was reported that during a cadaver lab, after the cuts were made, it was noticed that the distal cut was in extreme valgus. However, the plan did not show this. DHR review found that the software version has been validated. A complaint history review identified similar events. The surgical technique guide released at the time of the complaint provides instructions for the user in the "recovery procedure guidelines" section. The point of failure for this case was during bone removal, and the recover action states to "remove the trackers and the bone pins from bones and proceed with conventional instrumentation, as described in the applicable total knee surgical technique. Begin the manual technique by assembling and placing the tibial guide on the operative femur as described in the applicable total knee system surgical technique." Accordingly, product labeling has been ruled out as a cause of the complaint. We could confirm there was a relationship established between the reported event and the device. The log files and case screenshots were evaluated. Review of the case screenshots found that the user only used the cylindrical bur in distal burring and did not change to the 2mm bur to do the post holes. One of the holes was fully drilled, however the other hole still had purple in the center, indicating that there was at least 3mm deeper to drill. The screenshots also show in visualize cut that there is only one post hole that was drilled. Therefore, when the cut guide was placed, it was likely not fully inserted because of the undrilled post hole, or it was impacted. If it was impacted, it still would not have been inserted to the depth that was necessary. Since this issue occurred during a cadaver lab, it is more likely that the cut guide was impacted instead of being inserted into fully drilled holes. These would result in an improper placement of the cut guide. The reporter noted that when checking the plate probe it indicated that the cuts were correct. This would be correct of the distal cut because it was cut through distal burring and not with the cut guide. The malfunction was due to a user error.